Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 37 months ago. Aneurysm morphology from the time of implant were not reported. It was reported that during a routine follow-up approximately 1 month ago, a type 3 separation endoleak between two of the distal cuffs (see MFR #2953200-2010-02374 and MFR# 2953200-2010-02375) was noted and the endoleak was attributed to vessel tortuousity and disease progression. Currently, the neck diameter ranged from 28 - 30 mm. An intervention was performed on (B)(6) 2010. First, the left internal iliac artery was attempted to be embolized; however, this was unsuccessful. An attempt was made to go through from the left arm to place the pigtail catheter. A 16 x 115 mm aneurx limb and an 18 x 135 mm aneurx limb were placed proximally via the left side to bridge the separation. Although no proximal endoleak was noted, a 28 mm aneurx cuff and a 32 mm talent cuff were placed proximally, as the aneurx bifurcated stent graft was noted to be 2 mm below the renals; however, no migration can be confirmed, as initial placement is unk. The proximal cuffs were added as a preventive measure only, not due to an endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak, vessel tortuosity and disease progression. Eval, conclusion: vessel tortuosity and disease progression.